Event description:
Caller reported the button does not work; specific button was not provided. Caller stated e8 (power interrupt) error message cannot be confirmed. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).